Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately calcified anterior tibial artery, the armada 14 balloon dilatation catheter (bdc) was inflated once at 12 atmospheres (atm) and ruptured. The device was removed without reported issue and a different device was used in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.